Manufacturer narrative:
Per the tandem user guide: ¿your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.¿

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.